Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the morning post implant, the r waves on the right ventricular (rv) lead had decreased significantly. An x-ray determined that the lead had pulled back and dislodged possibly due to implantable cardioverter defibrillator (ICD) migration that may have led to tension on the lead. Initially, high voltage and pacing therapies were turned off and subsequently the lead/pocket revision was done. The ICD and lead remain in use. No patient complications have been reported as a result of this event.